Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Product ID: 977d260, serial/lot #: (B)(4), ubd: 15-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the trial lead fractured and was replaced with another lead. There was no issue to the patient and the problem was resolved at the time of the report.

Manufacturer narrative:
Product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory product ID 977d260 lot# serial# (B)(4). Implanted: explanted: product type screening device h3: analysis of the lead 977d260 (sn (B)(4) ) showed the stim lead body outer insulation was cut 18.3 to 18.8 c from the distal end and the braid is exposed. Analysis of the stylet accessory showed it was bent 16.2 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The device was returned for analysis. No further complications were reported.